Event description:
It was reported via repair work order that the that the siderail was damaged with exposed sharp edges. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.